Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture and withdrawal difficulty occurred. The in-stent restenosis was located in the mildly tortuous, mildly calcified right coronary artery (rca). The lesion was 90% stenosed. The flextone cutting balloon 15 x 2.50mm was advanced to the lesion. The balloon was inflated to 12 atms. The balloon was withdrawn to dilate proximal to the first inflation. Upon inflation, "the pressure would not hold steady." The device was deflated. Withdrawal difficulty occurred. Multiple attempts including deepseating a guide catheter, insertion of additional wire and a balloon catheter were used to withdraw the balloon catheter. A quantum maverick balloon was used to finish the procedure. The balloon was inflated for 20 seconds. No pt injuries or complications were reported. The pt's current status is reported as "fine".